Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's spouse reported that the customer has passed away. The cause of death was renal failure due to type 1 diabetes. Customer was hospitalized two weeks prior to death and was not using the insulin pump during hospitalization. The customer died in the hospital. Nothing further reported.